Manufacturer narrative:
Date of report : 11jul2019, date rec¿d by MFR : 09jul2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 16oct2019, date of report : 17oct2019. The replaced touchscreen was returned, however failure investigation could not be performed. A touchscreen with cracked or shattered glass cannot be tested since the glass justification has a resistive coating, which if broken, makes the touchscreen nonfunctional. The defective touchscreen has been scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). Phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that upon arrival of the device, a screen dysfunction was observed. There was no patient involvement. The event date was not specified; estimate used.